Manufacturer narrative:
(B)(4). The review of service history did not identify any previous servicing events that could have contributed to the reported problem of patient symptom ¿ other (chest pain). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The product analysis lab (pal) analyzed the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. Internal & external visual inspections revealed no problems. The device passed both the homechoice rite electrical and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced chest pain coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient presented to the emergency room (ER) for chest pain and was hospitalized. Treatment was not reported. The cause of the chest pain was unknown. Pd therapy was ongoing during hospitalization. Two days after admission the patient was discharged. At the time of this report, the patient was recovering from the chest pain. No additional information is available.